Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had coagulation on the catheter tip . There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7265024 our records show it was manufactured october 2017, and determined that this is the only instance of this kind of event occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The sample submitted for evaluation and testing was noted as having remnants of blood visible inside of the catheter, however no additional information could be obtained from this device. In the event blood is able to work its way into the catheter tip, it is possible for the blood to coagulate, depending on the medication being used on the patient. Root cause was not determined.

Event description:
It was reported that a bd intima-ii closed IV catheter system had coagulation on the catheter tip . There was no report of exposure, serious injury or medical intervention.